Event description:
It was reported that during a procedure of the distal circumflex artery, the 2.0 x 12 mm trek balloon dilatation catheter (bdc) was used for pre-dilatation of the lesion without issue. The procedure was continued and during additional dilatation of the vessel, the 2.25 x 15 mm nc trek bdc was inflated at 8 atmosphere (atm) when the balloon ruptured without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.